Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1807721, no deviations or non-conformances related to this issue were identified during the manufacturing process. Product undergoes inspections throughout the manufacturing process. All units from lot 1807721 were inspected with no defects observed. Based on the available information we are not able to identify a root cause at this time. H3 other text: see h.10.

Event description:
Material no: 515070 batch no: 1807721 it was reported that during use of the connector c35-o after administering ifosfamide an inordinate amount of bubbles were noticed in the line. The following information was provided by the initial reporter: event description per customer's attached email states, "last night, nurse administered ifosfamide and reported inordinate amounts of bubbles in her line which kept the pump alarming. ¿I¿m convinced it¿s that connection device. I finally turned it upside down and now there are no problems.¿ connector: lot#1807721; injector: lot#1808101. I just followed up with her in regard to her second med/connection and she said she thinks it was that the primary tubing had so much air in it. Her second med is doxy and is on its own primary. I would tend to agree with her but she will be hanging the same meds tomorrow so I will follow up at that time."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 515070; batch no: 1807721. It was reported that during use of the connector c35-o after administering ifosfamide an inordinate amount of bubbles were noticed in the line. The following information was provided by the initial reporter: event description per customer's attached email states, "last night, nurse administered ifosfamide and reported inordinate amounts of bubbles in her line which kept the pump alarming. ¿I¿m convinced it¿s that connection device. I finally turned it upside down and now there are no problems.¿ connector: lot# 1807721; injector: lot# 1808101. I just followed up with her in regard to her second med/connection and she said she thinks it was that the primary tubing had so much air in it. Her second med is doxy and is on its own primary. I would tend to agree with her but she will be hanging the same meds tomorrow so I will follow up at that time."